Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension. A follow up computed tomography (CT) showed the patient had a type 3b endoleak. To date a secondary intervention has not been reported to endologix. The patient is reported to be in stable condition. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. The device was not returned therefore a sample evaluation was not completed. At the completion of the clinical evaluation, based on lack of medical information received, there was no evidence to support the following reported event; endoleak type iiib. Additionally there was evidence to reasonably support the following observations; unknown endoleak and stent cage dilation of the main body. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity was user-related; there was a 24% dilation of the stent cage at one month which supported the notion of over-diation of the stent and a persistent unknown endoleak seen at one month post index. There was no procedure related issues, however, protruding calcifications and a patent mid sacral/superior rectal artery, both anatomy related and cautionary product use conditions, likely contributed to this event. Associated clinical harms for this device failure included: an unknown endoleak immediately post implant and at one month post index; a reported type iiib endoleak, and an endovascular repair. The patient was discharged on the first post-operative day. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.